Event description:
It was reported that during a breast biopsy, during initialization of the system, the user had been aware of a transparent plastic particle on the rotating knife. The procedure was finished with a new needle. There was no patient consequence.